Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, the expiratory channel printed circuit board was checked and replaced, which resolved the issue. The device was delivered to the user in working condition. The expiratory channel contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).